Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported intermittent failure was not verified nor duplicated. Proper device operation was observed and the device will be returned to the customer for use. The cause of the reported intermittent failure was not determined.

Event description:
It was reported that the device powered off on three different occasions while performing 12-leads on patients. The customer was able to turn the monitor back on and continue use. The most recent patient was a (B) (6) male and still in emergency room. The paramedic didn't have any information available on the two previous incidents. It was indicated that this failure only occurred when printing 12-leads. There were no reports of compromise to patient care and no adverse events as a result of the reported failure.